Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2014 with the following findings: there was one replace battery alarm observed in the pump histories. The voltage was not low at the time of the alarm. There was no evidence of short battery life observed in the pump histories. The electrical current draws were tested and were within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that a low battery and replace battery alarm had occurred. The reported denied damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.